Manufacturer narrative:
Based on the archive, the unknown error message observed by the customer was found out to be user advisory (ua) 17 (max motor on time exceeded during active operation) error message. The autopulse platform passed functional testing. The likely root cause for the ua17 error message based on the archive data review was due to the stiffness of the patient's chest during the use of the platform.

Manufacturer narrative:
The reported complaint of the autopulse platform (s/n (B)(6) displayed an unknown user advisory error message was not confirmed during functional testing but was confirmed based on the review of the archive data. Based on the archive, the unknown error message observed by the customer was found out to be user advisory (ua) 17 (max motor on time exceeded during active operation) error message. The autopulse platform passed functional testing. The likely root cause for the ua17 error message based on the archive data review was due to the stiffness of the patient's chest during the use of the platform. Visual inspection of the returned autopulse platform revealed a cracked top cover at the lower corner on the patient's right-hand side, unrelated to the reported complaint. The observed physical damage was appeared to be the characteristics of harsh impact due to user mishandling. The top cover was replaced to address the issues. A review of the autopulse platform archive was performed and revealed that the platform stopped compression twice due to user advisory (ua) 17. The error message was noted around the reported event date, thus confirming the customer's complaint. Based on the archive review on the event date, a li-ion battery with 1438 mah remaining capacity was used. The device was powered on had 2 sessions (performed 6 compressions), (performed 7 compressions) and then stop due to user advisory 17 - max motor on time exceeded. The drive train motor was on too long during active operation. The autopulse did not reach the target depth within the specification, likely due to the stiffness of the patient's chest. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests.

Manufacturer narrative:
Zoll has received the autopulse platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During patient use, the autopulse platform (serial (B)(4)) displayed unknown user advisory after a few compressions. The crew was unable to clear the advisory and immediately performed manual CPR. No consequences or impact to patient.